Event description:
It was reported the lead exhibited far field r wave oversensing causing mode switch and left ventricular capture management to not function. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported the lead exhibited far field r wave oversensing causing mode switch and left ventricular capture management to not function. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data were collected from the device and analyzed. No anomalies were found. The event counter indicated a high occurrence of far field r wave oversensing.